Event description:
It was reported the customer had a no delivery alarm during the manual prime process. The customer stated the no delivery alarm was resolved by changing their reservoir. Customer's blood glucose was 102 mg/dl. It was also found the customer was using their old insulin pump that they were advised to disconnect from due to a motor error alarm. Customer will be sending their reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.